Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During inspection found that the blue fiber cable connecting the surgeon console to the vision court was loose and fell out of the socket when opening the door to plug in rj-45 connector to download logs. All fiber, optic connections were tested and also found the gray cables were loose to the touch. All connectors were tested and secure system was tested. Dvstat was contacted to report findings. No part replacement took place. System was tested and is ready for use. The system was working properly and no additional action was required as the issue was resolved. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site had issues with foot pedal while firing energy. Intuitive technical support engineer (tse) reviewed the logs and found error 31054 on surgeon side console (ssc). Field engineer (fe) was present and the issue was resolved. The call ended due to poor connection. Site called back reporting the return of foot pedal issue. Tse reviewed the logs but found no related issue. Per site, when the surgeon activates his finger clutch, the master tool manipulator (mtm) won't move at all. The procedure was completed as planned with no reported injury.